Event description:
Caller stated that the patient (patient) recently got a new livanova vagal nerve stimulator which has a magnet component that patient had on his right wrist; pump is also on patient's right side. Patient has not had any recent magnetic resonance imagings. Agent reviewed that stalls are likely caused by the magnet used with the vagal nerve stimulator. Caller stated that they plan to have the patient move the magnet to his ankle and check pump logs again in two weeks. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).